Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. In addition, it should be noted that the meter is designed to report readings of 1.1 mmol/l to 27.8 mmol/l. It should be noted that this meter does not give numeric value for readings less than 1.1 mmol/l. A "lo" display message indicates a reading less than 1.1 mmol/l. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of "lo" (less than 1.1 mmol/l), 18 mmol/l and 17 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Performed visual inspection on returned meter. No issues were observed upon visual inspection. Control solution testing was performed and all results were satisfactory. No product deficiency was identified. The "lo" reading was found in the meter's memory.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of "lo" (less than 1.1 mmol/l), 18 mmol/l and 17 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.